Manufacturer narrative:
The device has not been returned for evaluation and (B)(4) has not been able to gather any additional information regarding this complaint, despite multiple attempts to reach the initial reporter. At this time there has not been any clear indication of any identifying part number or serial number for the device in question. (B)(4) will follow up as more information becomes available.

Event description:
The initial reporter stated that whenever the facility infuses with hyqvia that there will be a larger amount of volume remaining in the IV bag when the infusion is complete then should be expected. This amount is well outside the range of the +/- 5%. (B)(4) has tried to follow up with the facility multiple times to obtain additional information but thus far, (B)(4) has not been able to reach them or receive return calls. At this time no other information has been provided. (B)(4).